Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of the first clip delivery system (cds 00616u305), fluid was leaking from the bottom of the gripper lever. Therefore, the cds was not used in the patient. A second cds (00717u153) was being prepared for use. However, at the end of preparation, the clip was to be inverted, but the clip would not open at all. The cds was not used in the patient and the procedure was successfully completed with a new cds. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify a lot-specific product quality issue. Based on the information reviewed and without the device for analysis, a cause for the reported gripper lever leak could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.d9- device available for eval changed from 'yes' to 'no' h3 - reason device not evaluated by mfg updated from "device evaluation anticipated, but not yet begun" to: "n/a".